Event description:
A (B)(6) advia centaur xp hbsagii result was (B)(6) with repeat testing. The result was confirmed with the advia centaur confirmatory test. The patient sample was (B)(6) on an alternate method and (B)(6) when tested with a hbt tube. There are no reports that treatment was altered or prescribed or adverse health consequences due to the confirmed advia centaur xp hbsag confirmatory result.

Manufacturer narrative:
Based on the testing of the patient sample with hbt tubes, the cause of the (B)(6) result could be due to interference by heterophilic antibodies. Quality control results were within range. The instrument is performing within specifications. The limitations section of the (B)(6) confirmatory (conf) assay instructions for use states: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result does on preclude the possibility of exposure to or infection with (B)(6)." "(B)(6) antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. (5) patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. Samples containing (B)(6) antibodies should not neutralize using the advia centaur hbsag confirmatory assay."